Event description:
Device issue: failure to retract - foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the foot could not be retracted. The device was removed by "manipulating the foot out through the access site." A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4): the device is expected to be returned for evaluation. It has not yet been received.